Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
According to the nurse on (B)(6) 2017 at about 9:15 pm the evita 4 suddenly alarmed, a power fail occurred and the screen was black. The patient was immediately bagged with max oxygen-flow. After replacement of the evita 4 the patient was ventilated with a replacement ventilator without a problem. The faulty device was cleaned, disinfected, equipped with a new breathing circuit, marked as faulty and withdrawn from service. Due to the quick and competent behavior of the nursing staff there was no risk to the patient at any time.

Manufacturer narrative:
The affected device including its logbook was available for the investigation. Based on the log entries, it was confirmed that evita had four individual warmstarts on the reported day of the event between 8:11 am and 10:02 pm, with a time interval between 15 minutes and 10 hours. However, there are no error codes that indicate a specific root cause. The device was then subjected to a multi-day endurance test, which remained without findings. Based on the investigation results, no exact root cause could be determined. However, it is likely that the device has rebooted due to external electrostatic effects exceeding iec60601-1-2 standard requirements. The device behaved as specified for the deviation and initiated a warmstart. During a warmstart, the evita opens the airway system to allow for spontaneous breathing and generates an audible alarm. After the boot sequence has been completed successfully (duration approx. 8 seconds), the ventilation continues with the previous parameters. Immediately after restarting the ventilation, a "mv low" alarm will be generated, which will sustain until the applied volume is greater than the set lower limit for the minute volume. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.